Event description:
It was reported that a pt underwent a sacral colpopexy procedure and a sling procedure in 2007. The surgery was reported to be "uncomplicated and easy." Approx six to eight hours post-operatively, the pt was hypotensive and was put on antibiotics. It was thought that the pt had aspiration pneumonia and was not discharged from the hospital. The pt was brought back to the operating room on ten days later, and a bowel perforation was noted. The pt had a colectomy and repair of a rectal injury (closing of rectal stump). It was also noticed that the pt had an infected hematoma up the right side colic gutter. The pt died on two days later. The surgeon opines that the cause of death was multiple organ failure from sepsis due to a bowel perforation related to the surgery.

Manufacturer narrative:
Conclusion: the surgeon opines that the cause of death was multiple organ failure from sepsis due to a bowel perforation related to the surgery. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.